Manufacturer narrative:
This report is being submitted to relay additional information and product evaluation results. The following sections are being reported: b4: date of this report was updated. D4: device expiration date was updated. D9: date device returned to manufacturer was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111, 3331 and 4109. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. The product was returned for investigation. The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number: (61059431). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. (Qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (61059431) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. Potential failure modes as per the rmf rm-002g3 and rm-002p3, hazardous situation, and harm as documented in the complaint are referenced in the risk assessment summary. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided. Additional PMA/510(k) number k013227.

Event description:
It was reported that a patient presented with a fractured internal hex. No pain. Implant must have cracked several years before fracture, but no radiographic evidence to confirm. Tooth #3.